Event description:
On (B)(6) 2023 a patient underwent spinal surgery consisting of seaspine's coral and malibu posterior fixation systems. An MRI was performed an unknown time later after the patient reported pain. The 18-12-6550 solid polyaxial screw, 6.50mm x 50mm was observed to have fractured. A revision surgery was performed on (B)(6) 2024 and two 10-17-0001 locking screw assemblies were observed to be loose as well. It was not possible to remove the entire broken screw, so the surgeon left the embedded piece in the patient and inserted a new screw at a different trajectory. The screw, screw assemblies, and a 12-1040 precontoured rod, 5.5 x 40mm were explanted.

Manufacturer narrative:
Three 10-17-0001 locking screw assemblies were returned and evaluated by the quality and product engineers. Visual inspection did not observe any damage outside of ordinary wear from use and time implanted. No definitive root cause could be determined. Possible adverse events: bending, disassembly, or fracture of implant and components loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain, discomfort, or abnormal sensations due to the presence of the device postoperative fracture due to trauma, defects, or poor bone stock

Event description:
On (B)(6) 2023 a patient underwent spinal surgery consisting of seaspine's coral and malibu posterior fixation systems. An MRI was performed an unknown time later after the patient reported pain. The 18-12-6550 solid polyaxial screw, 6.50mm x 50mm was observed to have fractured. A revision surgery was performed on (B)(6) 2024 and two 10-17-0001 locking screw assemblies were observed to be loose as well. It was not possible to remove the entire broken screw, so the surgeon left the embedded piece in the patient and inserted a new screw at a different trajectory. The screw, screw assemblies, and a 12-1040 precontoured rod, 5.5 x 40mm were explanted.

Manufacturer narrative:
No evaluation can be provided as the product has not been received for investigation. No definitive root cause could be established. Possible adverse events bending, disassembly, or fracture of implant and components loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain. Pain, discomfort, or abnormal sensations due to the presence of the device postoperative fracture due to trauma, defects, or poor bone stock.